Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The surgeon side console (ssc) viewer was returned and evaluated by the failure analysis (fa) team and the reported ¿error 319¿ was confirmed and replicated. The fse notes further clarified logs show 319 on sdch / hrsv of the ssc. This indicated a communication fault on the hrsvc printed circuit assembly (pca). Fa checked the error logs in lighthouse and found error 319 had occurred, confirming reported event. This 319 error indicated a fault with the hrsvc pca. Upon visual inspection, no issues were found that would be related to reported event. Fa installed the unit on an in-house system and received a 319 error upon startup, indicating a communication fault on the hrsvc pca. Fa aba tested the hrsvc pca and verified it to be the source of the fault. Based on these findings, failure analysis was able to determine that the hrsvc pca was found to be the root cause of the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) viewer to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a training/demo of the da vinci system, the customer encountered an error 319, pointing to the high resolution stereo viewer (hrsv) of the surgeon side console (ssc). There was no report of patient involvement.